Event description:
It was reported that a patient presented in clinic post procedure due to poor health. Chest x-ray and ultrasonic echocardiogram confirmed a small amount of hemorrhage in the epicardium. It was noted to be caused due to cardiac perforation of the atrial lead. There was no malfunction observed on the lead. The patient was monitored and treated appropriately to resolve the issue. There were no adverse consequences to the patient.